Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, (B)(4) has not received the suspect device/component from the customer for evaluation. The customer reported that device was evaluated by their technician. Verification tests were conducted and no faults or malfunctions were detected and the unit was returned to patient-services.

Event description:
The customer reported that the biphasic mode on this infant flow sipap device was not functioning. This occurred while being used on a patient and when it was learned that the patient was only receiving CPAP (continuous positive airway pressure) support, the unit was changed out to a known good unit. The reporter stated that there was no patient injury or harm associated with this reported issue.

Manufacturer narrative:
The device was evaluated a carefusion distribution partner, oxygen care ltd and the evaluation found that the blender was intermittently delivering a lower o2 percentage compared to the set o2 percentage, which was verified by an external gas analyzer. The blender was replaced and the unit passed a functional and calibration test procedure. The unit has been returned to the customer in good working order.